Manufacturer narrative:
Model# (d4) was not provided.

Event description:
The customer received low blood glucose readings of 50mg/dl on the contour, using strips that were stored incorrectly and expired. He felt dizzy when he received the low readings. The test strips were not expected to be returned for evaluation. A new kit was sent to the customer.